Event description:
It was reported to philips that the system gave a remote alert indicating the "flexmove xy y motor current margin exceeded", preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was being performed when the issue occurred and was completed as planned, as the customer did not notice any issue with system, the system functioned normally, the philips received an alert indicating flexmove xy y motor current margin exceeded. The philips field service engineer (fse) visited system onsite and found the errors that the y axis motorized movement stops abruptly, followed by a slight reverse motion, in the logs. However, upon troubleshooting fse could not find any mechanical faults, and the issue could not be reproduced during testing. As a preventive measure, the fse performed current calibration of the x and y movements of the flexmove and performed functional tests and the system was confirmed to be operating as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.